Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. Became aware of incident when pt filed suit at courthouse. No further info is available. Unknown if device is ethicon endo-surgery's